Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction with a bacterial infection three days after the sensor was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. The patient experienced bleeding upon sensor insertion and developed a lump at the puncture site. The patient thought the lump was a blood clot and stated the area ¿hurt really bad.¿ on the same day, the patient consulted an endocrinologist and had the reaction site checked. The patient was diagnosed with cellulitis and was prescribed antibiotics (ciprofloxacin 500 mg twice per day for five days and doxycycline 250 mg once per day for five days). At the time of the follow up call, the patient stated the reaction area has healed and she was doing well. No additional patient or event information is available.